Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion set. The customer's blood glucose level would be high and then bottom out from a correction. Customer's blood glucose level sometimes went up to around 400 mg/dl. The device was not returned.